Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
User reports removing her wafer yesterday stripped the skin at approximately 7 o'clock location of peristomal skin under the white tape collar. She reports the area stripped was less than 16 mm and superficial. She reports using a solvent to try to remove the wafer and found it more difficult. She uses a solvent remover wipe and protectant wipe. She is unable to provide the brand. She had worn this wafer for one day. She usually wears the wafer for 2-3 days. Pt outcome was not reported.